Manufacturer narrative:
Manufacturing reference number 1627487-2021-14411 should not have been reported as a medical device report (MDR) after additional information received indicated that surgical intervention was not performed on this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-14412, 1627487-2021-14413, 1627487-2021-14414. It was reported the patient experienced high impedance issues. In turn, surgical intervention may take place at a later date to address the issue.